Manufacturer narrative:
Event date estimated as admission details were not provided. This complaint will address admission 9 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03961, 2916596-2020-03962, 2916596-2020-03963, 2916596-2020-03964, 2916596-2020-03969, 2916596-2020-03970, 2916596-2020-03971, 2916596-2020-03972, 2916596-2020-03975, 2916596-2020-03976, 2916596-2020-03977, 2916596-2020-03978, 2916596-2020-03979, 2916596-2020-03980. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of the patient being admitted for volume overload and dialysis-related needs where chronic driveline and pump pocket infections were addressed could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infections were addressed. This complaint addresses the 9th admission. It was noted that most of these admissions were for volume overload and dialysis-related needs. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remained ongoing on (B)(6) following this event; however, the patient continued to experience infection-related issues and ultimately expired due to sepsis (reference MFR # 2916596-2020-03652). The heartmate 3 lvas IFU lists driveline infection, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.